Event description:
Explantation due to inflammation, pain, and redness at implant site. Artelon was removed and an lrti performed. Explant received from rep. Rep says the implant has been implanted for 1 yr.